Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, brown particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: opening curved striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.